Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding"), uterine perforation ("perforation (uterus),"), fallopian tube perforation ("perforation (fallopian tube(s)),") and device expulsion ("migration of essure device location of device: uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6)2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue,"), depression ("depression,"), anxiety ("anxiety,"), rash ("boils and rashes on thighs"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vision blurred ("blurred vision"), weight increased ("weight gain"), alopecia ("hair loss"), tooth disorder ("dental problem") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/sever cramping"), vulvovaginal pain ("vaginal pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract disorder ("bladder or urinary problems or changes"), uterine leiomyoma ("fibroids,"), neoplasm ("tumors,") and gastrointestinal disorder ("gastrointestinal"). The patient was treated with surgery (excision of migrated left micro-insert from the uterus.), surgery (excision of migrated left micro-insert from the uterus.), surgery (excision of migrated left micro-insert from the uterus.) And surgery (excision of migrated left micro-insert from the uterus.). Essure was removed on 16-may-2012. At the time of the report, the pelvic pain, genital haemorrhage, uterine perforation, fallopian tube perforation, device expulsion, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fatigue, depression, cystitis, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, uterine leiomyoma, neoplasm, dysmenorrhoea, dyspareunia, vision blurred, weight increased, alopecia, gastrointestinal disorder, tooth disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, neoplasm, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - in january 2009: total bilateral occlusion; on an unknown date: unilateral occlusion (right tube occluded) most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient demographics were added. Concomitant disease added. Events dental problem and vaginal discharge added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), uterine perforation ("perforation (uterus),"), fallopian tube perforation ("perforation (fallopian tube(s)),") and device expulsion ("migration of essure device location of device: uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/sever cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue,"), depression ("depression,"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), anxiety ("anxiety,"), rash ("boils and rashes on thighs"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), uterine leiomyoma ("fibroids,"), neoplasm ("tumors,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vision blurred ("blurred vision"), weight increased ("weight gain"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, uterine perforation, fallopian tube perforation, device expulsion, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fatigue, depression, cystitis, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, uterine leiomyoma, neoplasm, dysmenorrhoea, dyspareunia, vision blurred, weight increased, alopecia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, neoplasm, pelvic pain, rash, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded) most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, fatigue, depression, cystitis, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, uterine leiomyoma, neoplasm, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, vision blurred, weight increased, alopecia, gastrointestinal disorder, uterine perforation were added. Reporter, patient demographic information updated. On 1-mar-2018: mr received: reporter added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/sever cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.